Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately six months following the implant of this transcatheter bioprosthetic pulmonary valve, computed tomography (CT) showed evidence of hypoattenuation along the anterior aspect of the valve and systolic antegrade narrowing of the negative contrast jet through the valve. CT also showed a thrombus contained within the left pulmonary sinus that measured 12 x 7 x 9 millimeters (mm). The findings were suggestive of hypoattenuated leaflet thickening (halt) with reduced leaflet motion (relm). Medication was administered for the thrombus, halt, and relm. The events were reported as not resolved. Per the physician, the event was possibly related to the valve. No additional adverse patient effects were reported. Additional information was received to report the mean gradient at discharge was 8 mm hg; however, the mean gradient documented when the thrombus was detected was not provided for comparison.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately six months following the implant of this transcatheter bioprosthetic pulmonary valve, computed tomography (CT) showed evidence of hypoattenuation along the anterior aspect of the valve and systolic antegrade narrowing of the negative contrast jet through the valve. CT also showed a thrombus contained within the left pulmonary sinus that measured 12 x 7 x 9 millimeters (mm). The findings were suggestive of hypoattenuated leaflet thickening (halt) with reduced leaflet motion (relm). Medication was administered for the thrombus, halt, and relm. The events were reported as not resolved. Per the physician, the event was possibly related to the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additionally, the physician now reported the hypoattenuated leaflet thickening (halt) was causal related to the valve itself.

Event description:
Additional information indicated that the halt and relm resolved approximately six months after onset.

Manufacturer narrative:
Updated data: b5 d4 - UDI medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated following the valve implant at discharge trace/trivial pulmonary regurgitation was identified. An echocardiogram showed a ¿slightly¿ increased pulmonary valve stenosis compared to the echocardiogram performed 1 month following discharge. At that time, an anticoagulant was started and the aspirin was stopped. The same severity of pulmonary regurgitation identified at discharge was identified at the 6-month visit. The gradient measured 11 millimeters of mercury (mm hg) at the time the thrombus was detected.